Event description:
Three home oxygen pts became ill due to a foul, plastic odor emitted from the oxygen tubing they were using. Home oxygen pts were nauseated, sick, and dizzy from foul fumes they were breathing while using the oxygen. Reported problem to MFR and they were already aware of the problem. Rptr feels end users should have been notified and product should have been recalled. Add'l event date 5/24/96, 2 females, 1 male pt.